Event description:
Reporter alleged blood glucose read 67 mg/dl at 7:30 am and 4 units of normal insulin was taken before eating breakfast. It was stated the customer was unable to test at 11:05 am due to a "code error" where the code key error is not spoken on the device so customer called 911. Reporter indicated not removing the chek key while the meter was turned on when getting the alleged error occurred as well as did not turn off the meter and reinsert the chek key afterwards either which is likely as stated by the manufacturer. Reporter stated the ambulance glucose result was 33 to 55 mg/dl and customer was given an IV, contents not known, before being taken to the hospital. It was reported the hospital measured glucose result was in the 300s mg/dl and customer was given another IV, contents unknown, and food. A request was made for the return of the suspect device and replacement product was sent.